Manufacturer narrative:
Updated sections: b4, e3, g3, g6, h2, h3, h10, h11 corrected sections: b5, b6, b7, d10, e1(tel #).

Event description:
It was reported that prior to patient use, the cs300 intra-aortic balloon pump (iabp) unit failed safety disk leak test.

Manufacturer narrative:
Additional information: e3 is (initially it is submitted as "administrator/supervisor"). It was reported that the cs300 intra-aortic balloon pump (iabp) had failed in safety disk leak test. There was no patient involvement and no patient harm reported. A getinge field service engineer fse visited the site and found that safety disk was faulty. Then he changed the "safety disk and performed all checks and test. The machine passed all functional and safety to factory specifications and cleared for clinical use.

Event description:
It was reported that prior to patient use, the cs300 intra-aortic balloon pump (iabp) unit failed safety disk leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit failed safety disk leak test.